Event description:
Case description: investigation result: name: novofine plus 32g 0.23/0.25×4 mm, batch number: me61163-2 a visual examination of the returned product was performed. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. With respect to the needle box. Signs of that all 6 needles had been present in the box. Microscopic examination performed. 1 used needle found, the unused needles met specification. Needle(s) were missing from the box. All boxes were controlled before they leave the packaging line. If products were missing in a box, it would be rejected. Therefore, the box could not have left the packaging department in this current condition. The observed problem occurred after the product had left novo nordisk. Name: ozempic 0.25/0.5mg (2mg/1.5ml), batch number: np5f522 a visual examination of the returned product was performed. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The pen was received with a needle attached. Pens packed in boxes sealed at novo nordisk could not leave novo nordisk with a needle attached, since needles were not mounted on pens on any manufacturing line in novo nordisk. The observed problem occurred after the product has left novo nordisk. The returned sample was examined visually. A large amount of air was present in the cartridge. The observed problem occurred after the product has left novo nordisk. Since last submission the case has been updated with the following information: -m/w updated (ozempic) -EU/ca updated (ozempic and novofine). -device addendum updated (ozempic and novofine). -investigation results added (ozempic and novofine). -narrative updated accordingly.//uslz. Final manufacturer's comment: 05-jun-2024: the suspected device ozempic (used pen with 0.1 ml) and novofine needles has been returned to novo nordisk for evaluation. The pen was received with novofine plus needle attached. A large amount of air was present in the cartridge. If the needle is not removed between injections product preparation may seep out and air may enter the cartridge. The air may cause delivery issues and affect the product efficacy. The observed problem occurred after the product has left novo nordisk. The claimed fault (needle attached when received) may not be obvious, as the user may be convinced that the pen was in a sealed package prior to the observation of an attached injection needle on the pen. If the needle is blocked, it will not be possible to deliver a pre-set dose. If a spare pen or needle is not available, the patient may experience hyperglycaemia. In case of the pen is received used, using it can cause bacterial or viral infection due to risk of cross contamination. However, pens packed in boxes sealed at novo nordisk cannot leave novo nordisk with a needle attached, since needles are not mounted on pens on any manufacturing line in novo nordisk. The needle must have been attached to the pen after the pen left novo nordisk control. H3 continued: evaluation summary: name: novofine plus 32g 0.23/0.25×4 mm, batch number: me61163-2. A visual examination of the returned product was performed. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. With respect to the needle box. Signs of that all 6 needles had been present in the box. Microscopic examination performed. 1 used needle found, the unused needles met specification. Needle(s) were missing from the box. All boxes were controlled before they leave the packaging line. If products were missing in a box, it would be rejected. Therefore, the box could not have left the packaging department in this current condition. The observed problem occurred after the product had left novo nordisk.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Pen was faulty [device defective]. Received an ozempic pen from pharmacy and advised there was a needle attached to the pen [product storage error]. There was 3 needles missing [product packaging quantity issue]. This serious spontaneous case from australia was reported by a pharmacist as "pen was faulty(device defective)" with an unspecified onset date, "received an ozempic pen from pharmacy and advised there was a needle attached to the pen(device stored with needle attached)" with an unspecified onset date, "there was 3 needles missing(product packaging quantity issue)" with an unspecified onset date, and concerned a male patient (age not reported) who was treated with novofine 32g 4mm (needle) from unknown start date for "device therapy", ozempic 0.25/0.50 mg (semaglutide) (dose, frequency & route used unk) from unknown start date for "product used for unknown indication", patient's height, weight and body mass index was not reported. Medical history was not provided. On an unspecified date, patient picked up an ozempic from a pharmacy, there was a needle attached to the pen and there was 3 needles missing. On an unspecified date, patient returned the pen in the box, there was a needle screwed on and it was dialled to 0 and there were 2 more needles in the packet. This was the first time patient got it from the pharmacy, dont think patient was taking it before. Patient believed the pen was faulty. Batch numbers: novofine 32g 4mm: me61163-2. Ozempic 0.25/0.50 mg: np5f522. Action taken to ozempic 0.25/0.50 mg was not reported. Actiuon taken to novofine 32g 4mm was not reported. The outcome for the event "pen was faulty(device defective)" was unknown. The outcome for the event "received an ozempic pen from pharmacy and advised there was a needle attached to the pen(device stored with needle attached)" was unknown. The outcome for the event "there was 3 needles missing (product packaging quantity issue)" was unknown.